Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient with a medical history of spasm in trauma who was receiving compounded baclofen 2000 mcg/ml at a dose of 832.7 mcg/day via an implantable infusion pump. It was reported that on (B)(6) 2020 the pump was replaced and after 1 day the patient experienced withdrawal symptoms. It was noted that the pump and catheter turned out to lie very tight in the pocket, and the pocket was revised on (B)(6) 2020 to a ¿free-laying pump and catheter.¿ then in (B)(6) 2020, the patient experienced a slow spasm increase. During diagnostics, some leakage around the connection of the pump catheter segment and pump was found. It was noted that it was not visible macroscopically but had become visible afterwards using contrast liquid. On (B)(6) 2020 another revision was done, this time of the pump segment of the catheter. Leakage in the pocket and at the segment were visible. The pump segment of the catheter was replaced. Analysis of the explanted catheter segment was requested, and it was noted that the hcp had a question about whether the internal mechanism within the connection to the pump showed signs of wearing, fractures, etc. They wanted to know why it could not be seen macroscopically and that how to disconnect the old and connect the new were not sufficient. It was further noted that it was sometimes difficult to remove the pump from the catheter/connection during pump replacements, and that pushing their fingers on the sides to ¿unlock¿ was not always easy. It was suspected that there was a rubber seal on the inside that was causing the leak and that it was seen that the connections around the pump entrance became wet after waiting a while on (B)(6) 2020. Via the side port, air was aspirated before the replacement and after replacement of the catheter segment they got liquor again/¿the hole was closed again.¿ there was reportedly good post-operative recovery with a decrease in spasms. At the time of the report, the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis found tearing in the cup of the connector that resulted in a leak, which likely contributed to the reported allegation of the leakage found around the connection of the catheter and pump and the associated patient symptoms of the spasm increase. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# unknown, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.